Event description:
It was learned via the implant patient registry that a 6900ptfx 27mm bioprosthetic mitral valve, implanted for three (3) years and one (1) month, was explanted due to due to stenosis secondary to thrombosis. The explanted device was replaced with a 7300tfx 33mm bioprosthetic valve. Per medical records: the patient presented with embolic cva, tee showed stenosis and thrombus on mv and tricuspid insufficiency. He underwent a redo mvr and tricuspid valve repair. Intraoperatively the mitral valve had fresh clot on all 3 leaflets near the annulus, they almost look like abscesses and looked bloody and purulent when opened. There was fibrinous debris all over the valve and evidence of old thrombus. Cultures were sent, valve was removed, and annulus debrided. A 33mm 7300tfx was implanted and secured with cor knots. The previous tricuspid band (34mm 4600) was present, there appeared to be 2 clefts present; anterior leaflet and a cleft between the anterior and inferior leaflet allowing tr, there was no clot or vegetation noted. These were closed with horizontal mattress sutures with good results. Tee showed mvr well-seated without pvl and trivial residual tr at the end of the case. The patient tolerated the procedure well with no complications and transferred to the ICU. On pod #2, he returned to the or for washout of clots and no active bleeding was seen. On pod #12, the patient discharged to rehab on coumadin and 81mg aspirin. Per pathology report cultures were negative. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 6900ptfx 27mm bioprosthetic mitral valve, implanted for three (3) years and one (1) month, was explanted due to due to stenosis secondary to thrombosis. The explanted device was replaced with a 7300tfx 33mm bioprosthetic valve. Per medical records: the patient presented with embolic cva, tee showed stenosis and thrombus on mv and tricuspid insufficiency. He underwent a redo mvr and redo complex tricuspid valve repair. Intraoperatively the mitral valve had fresh clot on all 3 leaflets near the annulus, they almost look like abscesses and looked bloody and purulent when opened. There was fibrinous debris all over the valve and evidence of old thrombus. Cultures were sent, valve was removed, and annulus debrided. A 33mm 7300tfx was implanted and secured with cor knots. The previous tricuspid band (34mm 4600) was inspected the band and cor knots were all in place and were endothelialized, there appeared to be 2 clefts present; anterior leaflet and a cleft between the anterior and inferior leaflet allowing tr, there was no clot or vegetation noted. These were closed with horizontal mattress sutures with good results. Tee showed mvr well-seated without pvl and trivial residual tr at the end of the case. The patient tolerated the procedure well with no complications and transferred to the ICU. On pod #2, he returned to the or for washout of clots and no active bleeding was seen. On pod #12, the patient discharged to rehab on coumadin and 81mg aspirin. Per pathology report cultures were negative, mitral prosthetic valve: fibrin and acute inflammation, consistent with vegetation, there are 3 distinct segments of yellow-tan, focally calcified soft tissue.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: section h6 device code(s).